Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and it is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report is attached. This report is submitted on november 16, 2021.

Manufacturer narrative:
This report is submitted on march 25, 2021.

Event description:
Per the clinic, the patient developed an infection and experienced healing issues at the incision site, was treated with oral antibiotics, twice a day, for a duration of 10 days. The patient underwent a skin flap revision and debridement of the incision site on (B)(6) 2021. Clinical management is ongoing. The implanted device remains.